Event description:
It was reported that the right atrium (ra) lead was periodically sensing far-field r-waves and had intermittent undersensing of p-wave. Therefore the ra lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6942 implantable tachy lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Corrected: product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The analyst noted that the proximal conductor was fractured at 26.3 cm and the outer insulation was breached at 26 and 29 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.